Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for spinal pain. It was reported that the unit was turning itself on and off by itself. It just started happening about a month ago. There was no fall or trauma. The patient was scheduling an appointment with a provider. No actions or interventions had been performed as of now. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the representative reported that they were not able to determine the cause of the device turning off and on. The issue could not be duplicated, other checks were normal, and could not verify that the issue had occurred. The physician was considering removing the device and placing a pump but nothing further had been heard regarding plans for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.